Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Treatment of a small aneurysm measuring approximately 4mm x 4mm. On (B)(6) 2013, the patient underwent coiling embolization treatment. During the procedure, the first implant coil was placed in the aneurysm; however, part of the implant coil was protruding from the neck of the aneurysm due to the shape and wide neck of the aneurysm. A solitaire ab stent was implanted at the neck of the aneurysm to pack the implant coil inside the aneurysm. The procedure was completed with the placement of two more coils. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).